Manufacturer narrative:
Pending device return for analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformance's, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
Reporter contacted technical solutions to report a pump replacement. Additional communication confirmed that the pump went through an MRI and the valves of the pump were determined to be open after the MRI. While performing the post MRI protocols, more than one cc of fluid was pulled into the syringe. It was determined that medication could not be put back into the pump.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. Additional information was performed on the device, but the alleged issue was not confirmed. Visual inspection of the pump did not find any anomaly with the pump's exterior. Operation of the pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. During this step it was observed that the fluid did not exit the cap stem tip. This confirmed that the valves were closed and not in the open position as described by the reporter. Based on the results of the investigation, root cause of the alleged issue cannot be determined. Internal complaint number: (B)(4).